Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not accurately suspend insulin delivery. Customer's blood glucose ranged from approximately 40-300 mg/dl. Customer consumed carbohydrates and administered manual injections to address bg. Reportedly, customer reverted to an alternate form of insulin therapy.